Manufacturer narrative:
(B)(4). During an alarm log review, it was found that an unspecified alarm was actually system error 2240. The disposable set was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the cause for the reported condition (se2240) was determined to be a leak in the disposable because a leak is a known cause of this type of alarm. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An unknown alarm indicative of a potential malfunction of the disposable cassette was reported. The alarm was found to be a system error 2240 (air in line) through an event history log review of the involved homechoice device. The alarm occurred on (B)(6) 2014 at 04:22:27. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an unknown alarm on the homechoice (hc) device during the fill step of therapy, while the hp was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.